Event description:
It was reported that the patient developed bacteremia. Culture was taken from device pocket and patient received antibiotic treatment. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4092-58 implantable pacing lead implanted: 2013 (B)(6); product ID: 5076-52 implantable pacing lead im planted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.